Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose (bg) level was 279 mg/dl. The cause of the high bg was not known. The customer was taking a new medication and thought that this may have impacted the bg. A correction bolus was delivered to address the bg level. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider. Upon follow-up, the customer's bg level was 100 mg/dl and was within the target range.